Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the hm 3 device serial numbers as well as other specific case/patient information, are not available. The hm 3 lvas instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "extrinsic outflow graft flow obstruction in patients with heartmate3 lvad¿ that one patient was admitted in jul2020 for severe heart failure, pulmonary edema, and low cardiac output. The patient's heart failure was refractory to medical therapy and examination revealed the presence of severe aortic regurgitation and a 60% outflow graft (ofg) obstruction with a length of 70mm. The patient underwent a successful transcatheter aortic valve implantation (tavi). Despite full hemodynamic support, a successful tavi, mechanical ventilation, intravenous diuretics and a high dose of inotropes, the patient was still unstable. The patient was brought to the operating room for an endovascular ofg stenting; multiple stents were placed in the proximal tract. Low flow alarms persisted leading to an intraoperative angiography and intravascular ultrasound (ivus) which revealed a new onset of a distal ofg obstruction, likely due to the migration of material during stenting. The issue resolved, and the patient recovered from heart failure symptoms. The patient was weaned from inotropes and ventilation, and was discharged 10 days later. Related MFR #: 2916596-2023-01537.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been estimated as the date of admission was unknown article title: extrinsic outflow graft flow obstruction in patients with heartmate3 lvad silvia ajello, et al. Artificial organs. 2022 jun 11; 00:1¿5. Doi: 10.1111/aor.14450. Department of anesthesia and intensive care, irccs san raffaele scientific institute, milan, italy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.